Event description:
The customer customer biomedical engineer (biomed) called in requesting help determining where audio may be coming from at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.